Event description:
It was reported the ipg was no longer working, and the sjm representative was unable to communicate with the ipg using external devices. The patient reported she had not charged the ipg for three months, and had not had stimulation for over five months. It was reported the physician would undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.